Manufacturer narrative:
Follow up 27-may-2016: the number of follow up attempts have been completed, without response to date. No new information was provided.

Event description:
This is a spontaneous case report received from a consumer's grandmother in united states on 15-feb-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. Consumer's grandmother reported that her granddaughter has the essure and states that she got it after her third child was born. According to reporter, consumer is having severe allergic reactions and is also having horrible back pain that radiated to her pelvis and stomach. Consumer went to the emergency room and had computed tomography scan and x-ray performed. No coils were seen that first time. They said it was a urinary tract infection (uti) and gave her medicine. A few days later, the pain was horrible again and she went to another hospital. They said she did not have an uti but found a little bit of fluid in the cervix (infection in cervix). They gave her bactrim that day and ultrasound, CT scan, x-rays, blood work and a urine thing (as reported) were done (her phosphate is low). One day later, consumer broke out in a rash with itching. Her throat was closing and she could not breathe. She went back to hospital and they said she did not have an infection and that they think the reaction was from the bactrim and benadryl together. They gave her 4 different medicines to get her throat back to where she could breathe. On the next morning she broke out in rash again and her face and throat were swelling (her throat was closing again). Consumer went back to hospital and they gave her epipen, benadryl and two other medicines. Additionally, it was informed that it was not a reaction from the medicines. Consumer was put on a heart monitor and was given 3-4 medications to control her breathing. She was told to go to allergy specialist immediately and informed her that, if she comes back again, she cannot keep having the epipen and the other medications and they would have to put a hole in her throat. Essure device was not removed. Follow-up received on 03-mar-2016: grandmother provided the consumer information. Consumer was at the hospital on that moment to have essure removed. They (doctors) are taking it (essure) out. Her husband is there at the hospital. It should be another hour and 1/2 (for surgery). She has a nickel allergy. She had allergy testing done but they could not confirm it because she was on too many medications including steroids and antihistamines. And she could not get off of the medications. No further testing could be done because she had to continue taking the medications otherwise she could not breathe. The allergy doctor said to take them (essure) out. They will be getting receipts and (medical) reports to send to company. Follow up 05-apr-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed in summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe allergic reactions (nickel allergy). Her treatment included ER/hospital visits where benadryl and epipen were prescribed. At the time of follow-up, consumer was at the hospital to have essure removed. The reported event is listed according essure's reference safety information. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, hives, angioedema and facial edema that resolve after device removal. In this particular case, the consumer developed a pruritic rash followed by throat swelling (throat was closing according to the report). Neither consumer's previous history was given nor was the temporal relationship between essure insertion and event's start reported. Although limited information was given, considering event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since medical intervention was required for events treatment and device removal was required. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.